Manufacturer narrative:
Device evaluation summary: the complaint was confirmed as the stent graft moved back with the graft cover during rotation of the external slider. When the slider was rotated to approximately 51mm, the stent graft was returned to the stent stop cup and began to flower open as expected. Further rotation of the slider fully deployed the stent graft without issue. The cause of the event was most likely a combination of tortuosity and stent graft compression, which caused a delayed response in deployment.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported inability to deploy the 16x13x199 limb cannot be conclusively determined from the 3d recon report provided. The films at the procedure where the event occurred were not provided. The 3d recon report showed that the iliacs were severely tortuous; however, it was unclear if the tortuous anatomy have contributed to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft limb was attempted to be implanted in the patient during an endovascular treatment. The patient's anatomy was severely tortuous. It was reported that, during the index procedure, the endurant ii stent graft limb did not deploy when the blue handle of the delivery system was rotated; the bail-out technique was not performed. The device was removed from the patient and attempted to deploy on the back table however, was unsuccessful. Per the physician, the cause of the event could not be determined. Another limb was used to complete the procedure with no consequence to the patient. No clinical sequelae were reported and the patient is fine.